Event description:
It was reported that during servicing, the alarm generated by this ht70 ventilator after shutting down was noted to have an "abnormal" sound. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the alarm generated by this ht70 ventilator after shutting down was noted to have an "abnormal" sound. The service personnel (sp) inspected the ventilator and could not duplicate nor confirm the reported issue however, the control board was replaced due to reported symptoms. The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential capacitor c159 fault on the control board which could result in the shutdown alarm failing to annunciate. This ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.